Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the colonovideoscope was being removed when the terminal part (articulated section) separated from the rest of the endoscope, tearing the distal sheath. There was no apparent perforation on the control computed tomography scan. The issue occurred during a colonoscopy, during sedation with the device inside the patient. There were no reports of a serious injury to the patient.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.